Event description:
It was reported that a patient underwent scar of scalp plasty on (B)(6) 2012 and a drain was placed. The drain had loop, under the scalp of right head, where the skin flap was extended. On (B)(6) 2012 during removal of the drain, it broke. On (B)(6) 2012 the retained drain fragment was removed under local anesthesia. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. One drain broken at the distal end was returned for evaluation. The broken area contains multiple parallel cuts, apparently made by the surgeon. The drain was most likely damaged during the surgery.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227016.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch j1227016, exp date 01/31/2017, mfg date 01/01/2012. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.